Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2010. Evaluation summary: the full lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device pocket started getting swollen, later turning red. Pocket infection was noted, with no known source of infection. The entire system was explanted, with it being replaced a few days later. Antibiotic treatment was provided. The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.